Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2024, it was reported that the pediatric patient was taken to the hospital due to the wearable failure experienced. During the event, the patient was experiencing vomits and the patient was taken to the emergency room (ER). The medical personnel, noticed that his wearable had failed. The reporter cannot remember if there was any specific error messages during the time of incident. The patient was diagnosed with an almost dka and treated with IV fluids and zofran (anti-nausea). The patients ketones were checked (no value documented). The patient was admitted and they provided bg test strips. After the treatment the patient´s bg were normal and the patient was okay. The patient was no longer wearing the dexcom because the medical personal removed it. The patient was hospitalized for 4 days. The bg readings were normal after discharge. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.